Event description:
The customer reported that "display was pixelating while on a pt." The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company service rep checked the unit and could not duplicate the display garbeling / distorting, reported. Proceeded to a complete calibration check on the unit and found within specifications. The unit was let running for approximately 35 minutes on the test balloon and it passed without any issue. It was found a loose connection on the back of the unit where the coiled cable from the display connects to the unit, the screws that hold the 2 connectors together were broken off. As a precautionary measure the video board, the coiled cable, and the internal display cable were replaced. After this process another calibration checks were performed and passed. Put a test balloon and trainer on the unit and ran it for approximately 45 minutes. The pump worked as designed and still could not duplicate the event. The unit functioned normally and was returned to customer. The device history record (DHR) for the iabp involved in the event was reviewed. There are no non-conformances in the DHR related to the reported event. (B)(4).